Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had a hematoma and the right ventricular (rv) lead exhibited unstable thresholds, intermittent loss of capture, and low impedance. There is a suspected perforation. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.